Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis preceded by cloudy pd effluent. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or reported cassette leak for this event. The cause of the peritonitis was not confirmed, but the culture result of staphylococcus suggests a breach in aseptic technique. Staphylococcus accounts for almost half of the gram-positive peritonitis episodes with touch contamination as the primary cause. All pd patients are at increased risk of peritonitis due to being immunocompromised and because dialysis techniques increase the potential of microbial contamination. Based on the available information and the lack of any allegation of a malfunction, deficiency or leak, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) requested cancelling the scheduled delivery of solutions due to patient having peritonitis. Upon follow up with the pdrn, the patient was diagnosed with peritonitis on (B)(6) 2019 after symptoms of cloudy effluent. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1g every other day for 21 days. The pd effluent culture resulted positive for staphylococcus (species not provided). The cause of the peritonitis was not confirmed, but no leak or other issues were reported for this event. The patient continued pd therapy on the liberty select cycler with cycler set with no issues. The patient has completed the antibiotic regimen and has recovered from the peritonitis. The patient did not require hospitalization for this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.